Event description:
Boston scientific crm received information that this device/lead system were explanted due to infection on the event date. No replacement device and lead system were implanted at that time. To date, the device and lead system were not returned for laboratory testing. Dates were provided to us by boston scientific.

Manufacturer narrative:
The device was not returned for analysis. Therefore, the quality documents accompanying this particular device was re-investigated. There was no sign of any inconsistency during producting and final acceptance test. The biotronik sterilization protocol confirmed that all sterilization parameters, such as gas concentration, temperature, humidity, etc., were in their specified ranges. Also, the investigation of the microbiological indicators showed the successful completion of the sterilization process. In summary, the infection was not device related.